Event description:
Upon initial firing of ethicon endopath ets-flex endoscopic articulating linear cutter 35mm - into left chest cavity, the unit misfired and the staple cut the pulmonary vein causing major hemorrhage thus prompting surgeon to open chest wall for repair.